Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitations and syncope/near syncope. Possible intermittent oversensing of artifact during ventricular high rate episodes on the right ventricular (rv) lead was noted on stored electrograms. The lead was explanted. No further patient complications have been reported as a result of this event.